Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Device history record was reviewed and does shows priming ended, 1.5 ml primed; medium alarm display: cannot start pump; medium alarm silenced: cannot start pump; medium alarm acknowledged: cannot start pump; use testing was performed. Customer's complaint was verified. The root cause is the faulty air detector sensor. The air detector sensor was replaced during service.

Event description:
Information was received that the cadd solis pump is detecting air in line on 3 different sets. No reported adverse effects.